Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be filed for the second nrg needle.

Event description:
It was reported a nrg transseptal needle was selected for use. During the procedure, it was mentioned that it was not possible to cross the septum. A first nrg needle was advanced into the right atrium (ra) through a non-boston scientific sr0 sheath, several applications of energy were delivered without transeptal access. Hence, a second nrg needle was then opened and advanced through the sr0. The second needle was placed on the septum and several attempts were made to deliver energy without success. Restarting the bmc rf generator and replacing the grounding pad and cable were also tried and no improvement. Eventually a trickle of saline was noticed in the left atrium was noted on intra cardiac echo. The nrg needle was then removed, and a wire was inserted and crossed the septum. The sr0 was advanced over the wire and the procedure was completed. No patient complication was reported. The device is not expected to be returned for analysis (disposed). No other issues were reported.